Event description:
It was reported that the arctic sun device did not recognize the temperature probe. Per review of wo on 15sep2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The system shows no errors. A quick check was performed without any problems. The nellcor cable was checked several times without any problems. The patient data was downloaded and evaluated. The issue could be attributed to either a probe that was defective or inserted incorrectly. Device without error. A labeling review is not required as the reported issue is unconfirmed. A DHR review is not required as the reported issue is unconfirmed. Corrections: d, h. Initial reporter facility name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not recognize the temperature probe. Per review of wo on (B)(6) 2025, there was no patient involvement.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.